Manufacturer narrative:
On 10-nov-2021, it was found that additional information regarding the revision surgery was omitted from the previous report. On 15-nov-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral capsular contracture. Manufacturer's reference number: (B)(4) the patient underwent bilateral removal and replacement with two unspecified 350cc saline breast implants.

Manufacturer narrative:
On 19-oct-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced left-sided capsular contracture (unknown grade). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient had the implant explanted on (B)(6) 2020.